Event description:
It was reported that two xience v stents, sizes 2.75x23mm and 3.0x23mm, were implanted in the mid left anterior descending coronary artery (lad). Four years after the stent procedure, the patient had angina-equivalent symptoms (chest tightness) and both stents were noted to be restenosed. Percutaneous coronary intervention was performed to treat the restenosis in both stents, resolving the event. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 2.75x23mm xience v referenced is filed under a separate medwatch MFR number.